Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not described on the literatures. There was no malfunction report of the subject device concerning the events. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On november 1st, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿per-oral endoscopic myotomy and fundoplication further evolution: application of the endoscopic hand suturing¿ that was made in public in the 26th congress of the japan digestive disease week. The literature reported that 13 procedures of per-oral endoscopic myotomy and fundoplication with endoscopic hand suturing were conducted using an olympus gastrointestinal scope (gif-2tq260m), a disposable needle grasper forceps (fg-y0018), and a non-olympus closure device. It was reported that one case of bleeding occurred in the procedures. Further detailed information could not been obtained at present. The disposable needle grasper forceps (fg-y0018) and its similar device have not been sold in the USA. Therefore, omsc is submitting one medical device reports for gif-2tq260m associated with bleeding.